Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks over the last few months from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and noted that the patient is hospitalized for non-device related reasons and all episodes were in the morning. Ts discussed troubleshooting options including to determine if there was a source of electromagnetic interference (emi) present. It was noted that one of the episodes appeared to be from conducted fast atrial rhythms going inside the tachy zone which is set to the minimum at 170bpm. Ts further discussed programming options. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received inappropriate shocks over the last few months from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and noted that the patient is hospitalized for non-device related reasons and all episodes were in the morning. Ts discussed troubleshooting options including to determine if there was a source of electromagnetic interference (emi) present. It was noted that one of the episodes appeared to be from conducted fast atrial rhythms going inside the tachy zone which is set to the minimum at 170bpm. Ts further discussed programming options. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the noise was thought to be related to the patient's automatic bed. A new sensing vector was programmed and no further noise was observed. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to update information and correct initial reporter occupation.

Event description:
It was reported that the patient received inappropriate shocks over the last few months from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and noted that the patient is hospitalized for non-device related reasons and all episodes were in the morning. Ts discussed troubleshooting options including to determine if there was a source of electromagnetic interference (emi) present. It was noted that one of the episodes appeared to be from conducted fast atrial rhythms going inside the tachy zone which is set to the minimum at 170bpm. Ts further discussed programming options. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the noise was thought to be related to the patient's automatic bed. A new sensing vector was programmed, and no further noise was observed. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that there were new episodes of oversensing noise stored in the s-ICD. Ts was again consulted for review. It was noted since the previous call to ts there were three untreated episodes stored. Ts discussed that the noise is potentially coming from myopotential activity and discussed troubleshooting and programming options. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that there were manual programming changes made to the sensing vector, however there still appears to be external noise. It was noted that the patient is admitted to a care unit due to health issues unrelated to the device, which may be a cause of the external noise. No further changes have been made. The field representative noted that a nurse is who initially reported this to them, however the name of the nurse is unknown.

Event description:
It was reported that the patient received inappropriate shocks over the last few months from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) was consulted and noted that the patient is hospitalized for non-device related reasons and all episodes were in the morning. Ts discussed troubleshooting options including to determine if there was a source of electromagnetic interference (emi) present. It was noted that one of the episodes appeared to be from conducted fast atrial rhythms going inside the tachy zone which is set to the minimum at 170bpm. Ts further discussed programming options. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the noise was thought to be related to the patient's automatic bed. A new sensing vector was programmed, and no further noise was observed. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that there were new episodes of oversensing noise stored in the s-ICD. Ts was again consulted for review. It was noted since the previous call to ts there were three untreated episodes stored. Ts discussed that the noise is potentially coming from myopotential activity and discussed troubleshooting and programming options. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.